Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the pc displayed the message 'replace generator soon" on the lumbar battery. It was discovered upon connection the patient's battery is reaching end of life. As such, surgical intervention may be pending to address the issue.

Event description:
Additional information was obtained, revealing that the ipg reached end of life. As a result, the ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.